Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: "complaint alleges that tube kinks easily. Alleged defect occurred prior to pt use." No pt injury reported.